Event description:
Lead was frayed and abraded. Dr could not insert new leads due to frayed, st. Jude 7001 lead. Have numerous records from device clinic stating noise and decrease in electrical function. Was never informed or lead recall or that my heart pacing was declining due to defective lead by device clinic at (B)(6).